Event description:
Caller reports 'several' false negative results on urine/serum combo test. The latest pt had a negative urine hcg result. She was sent to the lab because they thought she was having a miscarriage; had a positive result (no quantitative results provided). Date of last menstrual period unk but thought pt was in early stage of pregnancy (B)(6). No specimen available to sent to biosite for testing.

Manufacturer narrative:
Investigation: lot#: hcg9030024. Exp date: 02/2011. Control lot: 20miu/ml hcg urine lot: hcg090304-02; 100miu/ml hcg urine lot: hcg090521-01; 255.3iu/ml hcg urine lot: hcg090526-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. The 100miu/ml and 255.3 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. Conclusion: the retention devices meet qc specification. No false negative result was observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product #, product description and lot# were verified.